Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer has facility on phone saying the legs do not lock in or out. They say he was instructed to use locktite on a part, and the problems still exists. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.